Manufacturer narrative:
To date, information suggests that this crt-d has since been removed from service as a result of normal battery depletion. The rv rate sense remains actively in service. A back up rv pacing lead was added to the system for use as needed in the future. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientifici crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the right ventricular rate/sense lead portion, did exhibit noise oversensing which led to pacemaker inhibition for this pacemaker dependent patient. There were any adverse patient symptoms associated with this clinical observation.